Event description:
It was reported that the customer had a sensor anomaly on the insulin pump. The customer's blood glucose level was 121 mg/dl. The troubleshooting was performed. The customer was advised to disconnect to the sensor. The patient was advised to select and start new sensor. The customer was also advised and discussed proper insertion technique and proper typeing technique. The patient was advised to avoid scared or hardened tissue. The customer was advised to avoid restrictive clothing. The patient was advised to speak to health care provider to help identify the areas he should or should not insert into. No further information was reported.

Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. Both sensors failed for low readings. Also found 2 cannula bent unable to confirm customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.